Event description:
It was reported that the patient had a shunt which became infected. The healthcare provider (hcp) believed it was safe to have the pump and catheter removed in case seeding had occurred and it was replaced with a new system. The patient experienced a fever. It was reported that there was no patient injury. The drug delivered via pump was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: product ID 8709sc, lot#, serial# (B)(4), 2011 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).